Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight and missing shell and patch (75-100%). A microscopic analysis can¿t be confirmed because the shell wasn¿t received. Based on the device analysis the final assessment is: - missing shell and patch due to inconclusive.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.